Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided. Product model #, catalog #, lot #, expiration date and date of manufacturer requested but not provided.

Event description:
It was reported that the nurses from (B)(6) stated that the tubing sets frequently crack and break.